Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The events of infection (unk onset) and infection (early onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unk onset) and infection (early onset).

Event description:
Healthcare professional reported left side removal due to infection. Device has been explanted and replaced.